Event description:
A medtronic ent representative reported that, while in a transsphenoidal procedure, the surgeon alleged a 1-2mm inaccuracy. The patient was registered and tracer passed, however, navigation was deemed to be 1-2mm inaccurate. It was confirmed there was no metal in the field. Patient was scanned with a tube in the nose and the tube was no longer present, resulting in the anatomy being in a slightly different position. The surgeon noted the inaccuracy and proceeded to completion of the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The software investigation found that the patient was scanned with a tube in his nose and the tube was no longer present. The anatomy was in a slightly different position due to this which could cause inaccuracy. The software was functioning as designed.

Manufacturer narrative:
Software investigation not completed at time of this report.